Event description:
The customer reported that a newborn turned blue while attached to an spo2 monitor and the alarm did not monitor.

Manufacturer narrative:
(B)(4). The customer reported that a newborn turned blue while attached to an spo2 monitor and the alarm did not monitor for a desat alarm. The nurse stated that while she was standing near the baby, the alarm did sound for a yellow alarm. The customer did state that the monitor did not contribute to the desaturation. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.